Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. Events of particulate remaining on the device after the preparatory rinse will be reportable. In this case, the particulate remained on the device and the device was implanted which is a potential for serious injury. In this case, it was reported that the two red stains/particles were unable to be removed when washed with saline, but the red particle could not be removed. As the device was not returned for evaluation, the root cause for the red stains/particles remains indeterminable. A device history record (DHR) review is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that two red stains were found on the leaflet of this valve at the time of implanting of this valve. These stains were observed on both inflow and outflow aspects. The valve was washed with saline, but the red particle could not be removed. This valve was not returned for evaluation as it was implanted for the patient. The patient status was reported as ¿recovered¿. Photographs were not provided.